Event description:
It was reported by a customer that three (3) patients experienced early onset of infection in which actifuse was used. Patient 3 of 3 (lot # els80g023op): initials (B)(6) (male) - part number 78051 (5ml abx) - qty 1 - lot # els80g091tp - part number 78052 (10ml abx) - qty 2 - lot # els80g110lp, els80g023op - date of surgery: (B)(6) 2013 - other products implanted: xspine axle hardware, biogenix sticks, xspine h graft - issue: early onset of infection - waiting on his exploration surgery to take place. All cases have happened at (B)(6). No further information provided.

Manufacturer narrative:
(B)94). Multiple attempts were made to contact the reporter in an effort to retrieve additional case information. No response was received. Baxter (B)(4) completed the investigation. Sample evaluation could not be performed as no sample was provided. Batch review was performed for the reported lot and it was determined all release/testing specifications were met. No trend identified. Per (B)(4) , a review of details of the complaint and medical assessment indicated that no further investigation is necessary as the batch record review confirmed the product lot met all release specifications. Customer closure letter was sent notifying closure of complaint and requesting a final written attempt for additional information. If additional information is received in the future, the case will be re-opened and re-assessed. This case will be kept on file for trending purposes.

Manufacturer narrative:
(B)(4). Baxter medical assessment: actifuse is provided sterile and by that it is unlikely to cause a contamination or even infection. While we cannot exclude that the presence of a bioactive bone regenerative material may have contributed to the augmentation of the infective process, as a root cause of the infection alternative causes, such as patient-, pathology-, and surgery-related causes need to be taken into account. ---------- baxter is in the process of following up with the customer to retrieve additional case information. A follow-up report will be submitted upon receipt of additional information.